Event description:
Intermittent aspiration during a phacoemulsification procedure caused the capsule to rupture. A vitrectomy was performed and the intraocular lens was successfully implanted. No further problems have been reported.